Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician attempted to place an unknown size liberte bare metal stent in the patient's proximal circumflex (cx). The physician noted that there was a strut hanging into the left anterior descending (lad) cx bifurcation. The physician attempted to cross a maverick balloon through a side cell of the stent into the lad, but was unable to cross through the side cell. The procedure was stopped at this point and was not completed due to this event. The patient condition is listed as fine. Further information has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.